Event description:
It was reported that a patient suffering from syncope presented in the emergency room. The patient also experienced intermittent heart block. The device could not be interrogated due to suspected low battery state. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.